Event description:
The customer reported that on (B)(6) 2011 falsely low glycohemoglobin a1c2 (hba1c2) results were generated on a unicel dxc 600 synchron system for two patients. Instrument chemistry quality controls (qc) results generated prior to the testing of the original patient samples met established ranges. Qc results generated after the initial erroneous results failed to meet specifications. Beckman coulter inc. Customer technical services advised the customer to reconstitute the calibrator and re-execute the quality control assessment, which yielded acceptable results within specifications. Repeat patient testing was subsequently performed by the customer. Beckman coulter inc. Assessment of customer supplied data indicated that initial hba1c2 results, within and below the chemistry's reference range, were initially generated for two patients. Upon repeat, higher hba1c2 results, within the normal reference range, were generated and regarded as valid. Amended reports were generated. The initial falsely low hba1c2 results were reported outside the laboratory and questioned by a physician. There was no death, serious injury or change to patient treatment associated or attributed to this event. No sample collection/handling information was provided by the customer. (B)(4)

Manufacturer narrative:
Beckman coulter. Inc. Customer technical service guided the customer through troubleshooting and advised the customer to re-prepare fresh calibrators using a class a pipette and re-execute quality control assessments. This appears to have resolved the issue. A definitive root cause for this event has not been determined to date.